Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria.

Event description:
It was reported that the endoeye flex deflectable videoscope had image distortion when bending the distal end. The issue was found during preparation for use, before the patient entered the room. There were no reports of patients¿ harm/involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a conclusion could not be determined because the device was not returned. Olympus will continue to monitor field performance for this device.